Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drill bit broke during the procedure. The drill remained in the spine column of the patient because it would have been too dangerous to try to get it back. Patient complications were reported unknown as a result of this event.